Event description:
After the catheter was removed, contrast was injected through the indwelling sheath to evaluate the puncture site. This revealed no acute complications and the sheath was removed and hemostasis was achieved using a 6 french perclose vascular closure device. Of note, a first attempt with the perclose closure device failed due to tearing of the retention string. A second attempt failed due to device malfunction (step 3 of deployment was not attached to the string). A third attempt was successful. Distal pulses were unchanged at the end of the procedure. Sterile dressing was applied, and the patient was discharged to postoperative care unit in stable condition.